Manufacturer narrative:
Lot review: a review of the mfg. Lot build database for the reported lot# 3275470 (mfg. 06/2016) shows (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Receipt analysis: 12/12/2016 - received one used d1000 tego connectors reported lot# 3275470. No mating devices were returned. Blood clots were flushed out of the device. The silicone does not appear to be damaged. Functional testing: the d1000 tego was pressure tested to test the main seal integrity and failed. The d1000 tego was disassembled. Damage to the one piece seal at the main seal interface. Final analysis summary: the complaint of d1000 tego blood leakage was confirmed with the returned connector. The leakage was the result of damage to the one piece seal at the main seal interface with the body. ICU medical is reviewing the root cause to determine improvements needed to the tego.

Event description:
Complaint received reporting air leakage/flow issues with use of unspecified dialysis set-up where d1000 tego connectors were in use. The initial information received reports on (B)(6) ".. Leakage air along tego connector which results in air sucking in the machine. This happened during first use after application of the tego connector. The connector was removed during treatment. The tego is available and will be sent for further investigation. .". No adverse patient consequences reported.